Manufacturer narrative:
This report is submitted on july 8, 2021.

Event description:
Per the audiologist, the patient experienced recurrent infection and extrusion of the electrode array into the external ear canal. The patient underwent a previous surgery (specific date not reported) to cut the ground wire that was extruding through into the external ear canal, however the issue could not be resolved. Explant is planned but has not yet occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report this report is submitted on march 16, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 18, 2022.